Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemic (blood glucose levels were unknown) and had ketosis event on 20-oct-2024 and eventually got hospitalized. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.